Event description:
Caller reported a cartridge alarm 30, which occurred during the load process. There was no adverse impact to the customer's blood glucose level. The issue was resolved as the caller successfully loaded a new cartridge and resumed insulin therapy. No additional information was received regarding a cartridge alarm history with this pump.